Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) 2011 the customer reported that one of the battery pca +/- power pins was broken off in the battery. The unit failed to power up. (B)(6), 2011 - spoke with customer who reported that this unit was dropped which caused this damage. This is most consistent with physical damage. There was no malfunction of the device.

Event description:
The customer reported that one of the battery pca power pins was broken off due to the device being dropped. The device failed to power up. There was no report of patient involvement.